Event description:
It was reported that when the device was used during a rectal cancer procedure, the surgeon found about half of the staples were malformed. The surgeon used another device to finish the procedure. There was no reported patient consequence.